Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 is being used to capture the reportable investigation results of guide catheter and pull wire detached. Block h11: an advanix biliary stent with naviflex delivery system was returned for analysis. Visual examination of the returned device found the guide catheter detached. A destructive test was performed, and the pull wire was found detached. In addition, the guide catheter and pull wire were kinked. No other problems were noted to the stent and delivery system. The reported event of stent failure to deploy was confirmed. The investigation concluded that the reported event and additional observed damages were likely due to factors encountered during the procedure. The tortuosity of the procedure or the physician's technique may have made the stent not able to be deployed, which consequently made the physician use more force to deploy the stent and by this manipulation, causing the additional observed damages. Therefore, a review and analysis of all available information indicate the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was to be implanted during a procedure performed on an unspecified date. During the procedure the stent was unable to be deployed. There was no patient complications reported as a result of this event. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed a guide catheter and pull wire detachment. Please see block h11 for full investigation details.